Manufacturer narrative:
Product complaint #: (B)(4). Batch #: t5af3c. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke; however the knife and washer were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4); batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what were the indications for surgery? Colostomy take down and reversal. What specific surgical procedure was being performed? Colostomy take down and reversal. What healthcare professional fired the device and what is his/her experience with the device? Pa. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle to low. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? Extremely. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Was a complete transection of the cutting washer visually confirmed? Yes. Were any issues with staple formation identified? Not there were observed. Firing occurred very low and visibility was difficult. What type of diverting ostomy was performed? Ileostomy. What is the current status of the patient? Fine, will return to have the ileostomy reversed in 8 weeks. [(B)(4)].

Event description:
It was reported that during an unknown procedure, during the leak test, bubbles were noticed. Tisseel was applied and a drain was put in. Device was fired well and donuts were whole and in good shape. The surgery was delayed for five minutes. The decision was made to temporarily divert the patient to allow the anastomosis to heal.